Event description:
Initial info received from a consumer who is also a physician on 02-mar-2010: a currently (B) (6) female with a history of squamous cell cancer received three series with unk amounts of injectable poly-l-lactic acid (sculptra) [lo # and exp. Date unk] in order to raise the underneath skin of her cheeks and lips where the squamous cells were removed in the year 2009. She received her first injection in (B) (6) 2009 and experienced swelling of her face. Her physician prescribed vancomycin but it did not work so other antibiotics not otherwise specified (nos) were used but they also did not work. She also reported a little pea size knot around the orbit of her eye and around her cheeks following her first injection. About five to six months thereafter, she had a sinus and computed tomography (CT) scan along with two biopsies and was tested positive for granuloma. It was unspecified when she received the second series of injectable poly-l-lactic acid but she received her third treatment in (B) (6) 2009. Now she is experiencing smooth masses including one mass on the left cheek which is the size of a fifty cent piece and a dime size piece on the right cheek area. She said that a physician advised that it was a delayed reaction to the injectable poly-l-lactic acid. The reaction was treated with oral prednisone but it did not do anything good. She also had a cortisone shot which helped with some of the swelling and now she is using an over-the-counter cortisone cream which has also helped bring the swelling down some. She reported that the knots are kind of breaking up under the skin and separating to the lips and zygoma area of the cheeks and cheek bones. Concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
On march 8, 2010, device qc performed.